Manufacturer narrative:
Philips received a complaint on the tempus pro stating the device shut down. The bench technician was unable to confirm the complaint on the bench. The logs were reviewed and no defect of the device was observed. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device functions and is working correctly . The investigation concludes that no further action is required at this time.

Event description:
It has been reported to philips that the monitor shut down in the middle of a priority 1 patient care. It took an extended period of time to reboot. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.